Event description:
It was reported that after a da vinci-assisted pancreatoduodenectomy procedure, the patient was transferred to the intensive care unit (ICU) due to the length and complexity of the procedure. On postoperative day 11, the patient required a guided puncture procedure due to an unspecified fistula. After the interventional procedure, the patient developed an abnormal heart rhythm necessitating immediate cardiopulmonary resuscitation. Despite 60 minutes of resuscitation efforts, the patient expired. Additional information has been requested, but no response has been received.

Manufacturer narrative:
A review of the intraoperative event logs found that the system functioned normally for the duration of the procedure and there were no indications relating to this event. Review of the logs for the five subsequent procedures showed the system functioned normally with no intraoperative events or issues found. The following concomitant products were used during the procedure: 30 degree endoscope plus, monopolar curved scissors, large needle driver, cadiere forceps, maryland bipolar forceps, synchroseal. A site history review found no complaints were made for the instruments used during this procedure that would be relevant to this incident. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report underwent a reportedly uneventful pancreaticoduodenectomy and was placed in the ICU postoperatively. The patient developed a fistula and underwent an additional procedure possibly to either control the fistula or drain a resultant fluid collection from the fistula. The type of fluid collection, the events that led to the development of the fistula, the type of procedure that was performed and how it was performed are not provided. The patient reportedly developed an arrythmia and died despite resuscitative efforts. No allegation has been made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.